Event description:
The customer reported a pacer failure in opcheck.

Manufacturer narrative:
The customer reported a pacer failure in opcheck. This complaint remains under investigation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.